Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-00515. It was reported that upon x-ray observation, lead migration issue was confirmed. Patient lost effective therapy as a result of the migration issue. Leads were explanted, and new leads were placed in a new location area due to scarring issue. Therapy was restored post procedure. Patient was stable.